Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on the same day, (patient age, gender and weight are unknown). According to the complainant, the guidewire separated in the middle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.